Event description:
It was reported a healthcare professional (hcp) tried to fill a 20ml old-replaced pump, a micro-leak occurred when the needle was solidly placed on the edge of the refill-septum. The hcp used 20 ml; 19 ml ended up in the pump reservoir and 1 ml leaked subcutaneously. The pump was not implanted in a patient at the time of the event and the medication/liquid used in the refill was unknown. There were no patient symptoms reported in relation to the device issue.

Manufacturer narrative:
(B)(4).